Event description:
Procedure type: billroth ii. According to the reporter: the staple formation was fine, but the instrument jaw would not re-open. The surgeon cut off the jaw and a small amount of tissue was lost. Surgeon had to hand suture where this cartridge was used and the surgery was completed with replacement unit. The pt's condition is fine. Less than 250cc blood lost, the procedure was not delayed more than 20 minutes.

Manufacturer narrative:
(B)(4).